Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator powered on without user command. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse advised replacement of the user interface (ui) printed circuit board assembly (pcba). The customer bme reported the issue was resolved with replacement of the user interface (ui) printed circuit board assembly (pcba). The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.